Event description:
On 22-mar-2026, it was reported that, on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 427 mg/dl, resulting in hospitalization. The user was transported to the hospital by a caregiver, admitted and treated with insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospital admission and treatment with insulin while on ilet therapy. Hyperglycemia requiring medical intervention is clinically significant and is consistent with the reported symptoms of flushing and shaking and the need for treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Dexcom g6 cgm was reported to be reading accurately. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.